Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. Additionally, eight unopened sterile starclose se devices, from the same lot number, are expected to be returned for eval. A f/u report will be submitted with any add'l relevant info.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchanged sheath splitting could not be completed. It was not specified how the device was removed. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.